Event description:
It was reported that the atrial lead threshold was high and the lead was found to be pulled back from the atrial wall. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.